Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte vialon-e experienced leakage. The following information was provided by the initial reporter: saline leaked from the connection.

Manufacturer narrative:
H.6. Investigation summary: one used sample whereby the catheter and adaptor were returned with the connection tube for investigation. Our quality engineer inspected the returned unit and observed that the catheter tubing was split. This likely contributed to the leakage reported. Based on the sample evaluation, observed the catheter tubing was split. Split catheter tubing could have potentially caused by the flaring process, catheter tubing ID is low or metal wedge od is high. No quality notifications for split tubing have been raised in the last year. Since no batch number was provided with this report we were unable to determine a definitive root cause.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte vialon-e experienced leakage. The following information was provided by the initial reporter: saline leaked from the connection.

Manufacturer narrative:
Investigation: unable to observe leakage defect from the five received photos. The sample was not decontaminated by vendor. Based on the sample evaluation, observed the catheter tubing was split. Split catheter tubing could have potentially caused by the flaring process, catheter tubing ID is low or metal wedge od is high. As there is no batch number available, unable to review the manufacturing and incoming material records. There is no similar quality notification raised on split tubing, low catheter tubing ID or high metal wedge od for the past 12 months. The actual root cause could not be determined. The complaint will continue to be tracked and monitored.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte vialon-e experienced leakage. The following information was provided by the initial reporter: saline leaked from the connection.